Event description:
Pt reported obtaining a blood glucose result of 317 mg/dl on the suspect device. Pt stated that blood glucose was immediately retested, on a physician's device, with a result of ~116 mg/dl (pt could not remember exact value). No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.